Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an implantable neurostimulator ( ins) that was unable to be interrogated. Neither the clinician programmer, patient programmer or recharger could pick up any signals. There was no factors reported and unknown what may have led or contributed to the issue. Per the patient, the battery did not discharge once. It only stopped detecting. The ins was checked with the clinician programmer, but the clinician programmer could not pick up any signal. The recharger set was placed on the battery for 10-15 minutes but there was no signal or sign of recharging. The battery was tested intraoperatively. In the operating room, no response was detected with the ins outside the patient. The ins was replaced and the issue was resolved. There was no further patient complication associated with the event.

Manufacturer narrative:
Analysis found the ins was at reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.